Manufacturer narrative:
The reported field event of an inability to remove atrial set screw from the device was confirmed in the laboratory. Visual inspection noted that the atrial ring set screw was damaged and foreign material was observed in the set screw hex cavity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during a device change out due to low battery, the atrial set screw on the device could not be loosened. Several methods were performed to loosen the set screw but were unsuccessful. As a result, a new atrial lead had to be placed. The patient was in good condition following the procedure.